Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (death, dissection), patient's condition affected effectiveness of device (pre-existing dissected thoracic aorta), unapproved use of device (treatment of a patient with a pre-existing dissected thoracic aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (patient anatomy; severely tortuous thoracic aorta), operational context contributed to event (treatment of a patient with a pre-existing dissected thoracic aorta).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm and dissection approximately three weeks ago. The proximal aorta was 30-34 mm in diameter. Prior to the endovascular procedure, the physician attempted to surgically create a distal landing zone proximal to the celiac artery with a synthetic graft. The physician attempted to track the first device, however encountered resistance. Under fluoroscopy, the physician discovered that the patient had no flow distal to the surgical graft. The physician meant to sew the surgical graft to the true lumen; however may have sewed the proximal edge of the surgical graft to the false lumen inadvertently. This was surgically fixed and distal flow was restored. The two stent grafts were able to successfully be delivered and deployed with excellent angiographic outcome. The patient was stable following the procedure; however, later that evening the patient passed away. The patient was without distal flow (everything below celiac artery) for about 3 hours during the procedure. The physician commented that the patient began to get unstable and developed coagulopathy from all the "bad humors" associated with being ischemic for an extended time. The physician reopened the chest to attempt to cease the bleeding, however the patient passed away after about an hour in the ER. Film review shows a dissection extending from the descending thoracic to the aortic bifurcation. There is a 6cm taa with a large diameter false lumen. Films during implant were not provided.